Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, the field service engineer (fse) confirmed that there was no hardware failure. Additionally, the fse opened the back case of the device, powered down the unit, reseated all internal connections, and inspected the latch, tightening the screws. The fse then had the customer log in and test the drawer, which operated properly, confirming that no defects were present. The customer subsequently reported intermittent scanner failures. Upon inspection, the fse found that the universal serial bus (usb) cable connection was loose, secured the connection, and returned the device to the customer. The customer then logged in and verified that the scanner was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bj-7400-trauma main 1 matrix drawer failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.